Manufacturer narrative:
The date of the broken screw is unknown. The patient underwent additional surgery to explant the broken screw in 2006. The exact dae was not provided. The sacral screw was not returned to the manufacturer after explantation. Incident was reported to regulatory one month earlier. Regulatory decision to file MDR made one month later, when complainant contacted and informed alphatec spine that the broken sacral screw was explanted from the patient.

Event description:
The sacral screw broke inside the postoperatively. Broken sacral screw was detected during a follow up visit. Patient was involved in a car accident before the post operation visit. The date of the broken screw is unknown. The patient underwent additional surgery to explant the broken screw in 2006. The exact date was not provided.